Manufacturer narrative:
On 12-dec-2025, bwi received additional information indicating that the regular stsf with bi-directional d-f curve was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After the cardiac ablation procedure with a smart touch unidirectional sf catheter, the patient experienced blood pressure drop and blood in the pericardial tissue treated with draining of 400ml of blood. It was reported that the patient worsened after procedure. Approximately 30 minutes after the procedure the patient¿s blood pressure dropped, and the physician performed an echocardiography and discovered blood in the pericardial tissue. The pericardium had to be drained (approx. 400ml of blood). The physician was unsure of the cause of the event. They noted that they do not blame bwi devices for the event. Additionally, they mentioned that a failed transseptal puncture may have been a contributing factor. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization--they were monitored in the ICU for 1 day.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).